Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
The device was returned to the manufacturer due to inclusion in the field advisory. It was analyzed and tested out of specification consistent with the advisory. No patient involvement or complications have been reported as a result of this event.